Manufacturer narrative:
The device was returned for evaluation. The root cause is a manufacturing issue, related to incorrect liner registration alignment. Human error may have contributed to the incident due to lack of attention during the liner changeoveer process, resulting in failure to remove the affected portion of the foil during alignment. If we receive any additional relevant information it will be submitted in a supplemental report.

Manufacturer narrative:
The device is in process of being returned for evaluation and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "the packaging appears to be improperly fused, resulting in a crack forming beneath the blade."